Manufacturer narrative:
There is no report of a da vinci product malfunction during this event; therefore, no product is being returned for failure analysis investigation. System and instrument log reviews were performed for both of the two procedures performed on the event date as it is currently unknown which of the procedures the patient in this event was involved in. A review of the system logs for these procedures found no relevant errors occurred during the procedures. Additionally, all multi-use instruments with uses remaining used during these two procedures were reused in subsequent procedures. No additional complaints have been created for the instruments used during these procedures.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted extraperitoneal radical prostatectomy without lymphadenectomy. There were no issues with the da vinci systems during the surgical procedure. Post-procedure, the patient was started on the hospital standard thrombosis prophylaxis with tight socks and low molecular weight heparin. However; the patient was not feeling well, and on post-operative day 2, experienced difficulty breathing without a fulminant event and without pain. Ultrasound of the right leg vessels confirmed thrombosis in the posterior right tibial vein. Thoracic CT scan and elevated d-dimer values resulted in the diagnosis of a thromboembolic peripheral pulmonary embolism to some basal segments in the periphery of both lungs. The patient was switched to heparin on a therapeutic level and no further complications were experienced. The patient did not require any additional surgery and was discharged asymptomatic 13 days post-operation.